Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv1686 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a 4fr single powerpicc was placed on (B)(6) 2018. It would not flush, and had to be pulled back 4cm. When it was removed it was reported to be kinked. No patient injury reported. This file is for first event of two reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked catheter is confirmed to be use related. One 4 fr single lumen powerpicc was returned for investigation. Evidence of use was observed throughout the returned sample. Manipulation of the device revealed preferential kinking between the 17 and 18, 25 and 26, 29 and 30 depth makers. The returned sample was flushed with water using a 12 ml syringe and was found to be fully occluded. Dried residue was observed at the distal end of the catheter. A non-complainant guidewire was passed through the catheter to clear the occlusion. The catheter was then found to be patent to infusion. Manipulation of the catheter near the preferential kink locations caused restricted flow during infusion. As kinks and restricted flow were observed during evaluation of the returned sample, the complaint is confirmed to be related to the use of the device. The IFU states ¿avoid placement of securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rebv1686 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a 4fr single powerpicc was placed on (B)(6) 2018. It would not flush, and had to be pulled back 4cm. When it was removed it was reported to be kinked. No patient injury reported. This file is for first event of two reported.